Event description:
The pt used the suspect device to check their blood glucose and obtained a result of 545 mg/dl. Pt then took extra insulin and laid down for rest. Pt was awakened by emergency medical techs checked pt's glucose and the level was lo. Pt was taken to the hosp and treated with a glucose IV. Controls were not used on the system. The suspect device was replaced with new product and then authorized for return to the manufacturer for evaluation.